Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the root cause of the reported issue was that the power line fuses had blown. The fuses and the din rail were replaced and the issue was resolved. The din rail has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) was not powering on. Multiple power outlets were attempted, with no resolution. There were reportedly no lights illuminated on the mvs. There was no patient present when this issue was identified.

Manufacturer narrative:
The din rail assembly was returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 12.1 ohms was measured. This was as expected. The component was energized, there was an audible click as the relay closes and between contacts 7 and 10, and 0.02 ohms was measured. This was as expected. The device was found to be fully functional with no problem found. The reported event could not be (B)(6) by medtronic personnel.